Event description:
The ge oec 9800 fluoroscopy system was reported to have image quality issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the cause of the image quality issue was related to arcing of the high voltage cables at the tube. The candlesticks were cleaned and re-greased. On site engineer was also instructed on proper means to evaluate and service hv candlesticks. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.